Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿experiencing issues specifically with my right implant¿ and ¿extremely concerned for my health at this point in time". The patient ¿had an ultrasound of both breasts which resulted in being sent for a needle aspiration biopsy of the right implant¿ and is ¿awaiting an MRI due to the results of that biopsy¿. The device remains implanted.